Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the exposure was not possible. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation got expired. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that exposure was not possible on allura system. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.